Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding. A total hysterectomy and bilateral salpingectomy was performed around 1 year and half after placement. The reported event is serious due to medical importance and anticipated in the reference safety information for essure. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer presented the event during essure's use. Considering the compatible temporal relationship and lack of alternative explanation the causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('constant bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), pelvic pain ("pain") and abdominal pain ("cramping"), 6 weeks after insertion of essure. The patient was treated with surgery (treated for blood loss, total hysterectomy and bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, hypersensitivity, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: coils in proper place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-may-2021: medical record received: patient's middle name, patient's date of birth, reporter information were added. Event pain was updated to meddra llt pelvic pain female based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("constant bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), hypersensitivity ("allergic reaction"), pain ("pain") and abdominal pain ("cramping"). The patient was treated with surgery (treated for blood loss, total hysterectomy and bilateral salpingectomy on (B)(6) 2013). Essure was withdrawn. At the time of the report, the genital haemorrhage, hypersensitivity, pain and abdominal pain outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pain and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils in proper place. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding. A total hysterectomy and bilateral salpingectomy was performed around 1 year and half after placement. The reported event is serious due to medical importance and anticipated in the reference safety information for essure. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer presented the event during essure's use. Considering the compatible temporal relationship and lack of alternative explanation the causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.